Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was set to administer 1 unit of platelets during a lumbar puncture. The pump module alarmed for air in line and the rn went to lift the handle on the pump module and the entire thing fell off the pcu causing the platelets tube to be pulled out. The patient did not have any blood product infused. There was patient involvement but no harm. Customer has performed an internal investigation and was unable to duplicate the results.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module was set to administer 1 unit of platelets during a lumbar puncture. The pump module alarmed for air in line and the rn went to lift the handle on the pump module and the entire thing fell off the pcu causing the platelets tube to be pulled out. The patient did not have any blood product infused. There was patient involvement but no harm. Customer has performed an internal investigation and was unable to duplicate the results.